Event description:
The svg to the right was stenosed at the connector and was stented. It was reported the first 6 cm. Was "small". Another connector graft remained patent. No additional information was received.